Event description:
It was reported that balloon rupture occurred. A 1.2mm x 12mm threader balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed from the patient without any problems by normal method and the procedure was completed with another of same device. No patient complications were reported.